Event description:
It was reported that bd ultra fine¿ pen needle experienced a case of the inner shield/outer cover/cap that would not attach, and a case of being unable or difficult to prime. The following information was provided by the initial reporter: material no:320122 batch no: 0198545. Consumer reported finding a few pen needles from this box that would not attach onto her pen. Consumer reported finding a few pen needles from this box would not would complete the flow check - clogged consumer reported found a few that had a non patient end needle bent after removed from the pen.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-04-19. Investigation summary customer returned a total of five pen needles. These pen needles were not returned with inner shields or tear drop labels for proper identification. All pen needles were visually inspected prior to testing for needle clogs. Three of the returned pen needles have had their cannulas bent at the proximal end of the hub¿s needle cannula, while the remaining two pen needles had their cannulas broken on the non-patient side at the proximal end of hub¿s needle cannula. This damage would prevent normal testing for clogs. Additionally, this damage would prevent the needle from properly attaching to the pen, giving the impression that the needle was clogged during use. Based on the damage present, the needles bending or breaking may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. Additionally, all of the returned pen needles were tightened into place on a test pen. Each pen needle could be attached and removed from the test pen without issue. There was no damage found to the threads inside any of the pen needles. The pen may have been difficult to attach due to the damage inflicted on the non-patient end of the cannulas. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, bd¿s investigation found that all returned pen needles had either bent or fractured, which could resemble the needle being clogged as a result of insulin not passing through the needle. The root cause of the needles bending or breaking appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needle experienced a case of the inner shield/outer cover/cap that would not attach, and a case of being unable or difficult to prime. The following information was provided by the initial reporter: material no:320122. Batch no: 0198545. Consumer reported finding a few pen needles from this box that would not attach onto her pen. Consumer reported finding a few pen needles from this box would not would complete the flow check - clogged consumer reported found a few that had a non patient end needle bent after removed from the pen. Date of event: unknown